Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from lv lead dislocation with unsuitable cs anatomy. The patient was hospitalized. Diagnostics were done. The lv-cs electrode was revised to an lbbap electrode. Should additional information be received, this file will be updated.